Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. The device was explanted and then was used externally as a temporary pacemaker. Subsequently, the pacemaker was taken out of service when a new system was implanted. There were no additional adverse patient effects reported. The pacemaker is no longer in service.